Event description:
An alarm issue was reported with the abbott diabetes care (adc) device. The low glucose alarm did not sound and the customer was unaware of changes in glucose levels. As a result, the customer experienced "a loss of vision and not feeling well" and was unable to self-treat, requiring third-party treatment fruit pates and a cereal bar. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection was performed on the returned reader and no issues were observed. Tested the audio and vibration functions using approved software and determined that the audio and vibration functions work properly. The isf (interstitial fluid) log was downloaded using software. The glucose value graph was analyzed and determined that all alarms presented were for glucose values below of the threshold range. Therefore, this issue is not confirmed. A valid serial number has not been provided for sensor. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. The available tracking and trending reports was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. Dhrs (device history review) for the libre reader was reviewed and the dhrs showed the libre reader met specifications prior to release to distribution. If the partial product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device. The low glucose alarm did not sound and the customer was unaware of changes in glucose levels. As a result, the customer experienced "a loss of vision and not feeling well" and was unable to self-treat, requiring third-party treatment fruit pates and a cereal bar. There was no report of death or permanent impairment associated with this event.